Event description:
Customer reportedly received the following results within 10 minutes: 157 mg/dl on the advantage system and 81 mg/dl on the aviva system. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).